Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6), +15.0d) was explanted due to decentration of the lens and the patient's complaint of shadows; a new lal was implanted as a replacement. There were no patient complications or problems after the surgery reported to rxsight. Rxsight's first awareness of this event was on 01/29/2024.

Manufacturer narrative:
During the initial implant surgery, on (B)(6) 2024, the trailing haptic was torn from the optic body upon delivery; however, the surgeon did not exchange the lens. At the one-day post-operative exam, the patient's visual acuity was 20/25 and the treating physician noted that the lal optic was slightly decentered. One week post-operatively, the patient complained of "shadows" and the physician decided to explant the lens and implant another lal as a replacement. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).